Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using the supplies for 5 day's. Clinical support informed the customer that using the supplies for 5 day's is off label per the tandem user guide. Customer changed the supplies and resumed insulin delivery. Customer blood glucose (bg) was "high"; although specific value was not provided. Elevated bg was addressed by a manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.